Event description:
Device malfunction: none (device#2). Symptoms/ae: hematoma/vagal incident. Time of symptoms/ae: post procedure. It was reported that a physician in training in the use of the prostar xl device placed bilateral sutures using the pre-close technique without incident after an interventional procedure. Device#1 was used in the right femoral artery. Device#2 was used in the left femoral artery. The evar procedure was then performed. Upon removal of the right procedure sheath, there was no significant bleeding. Hemostasis was achieved. Upon removal of the left procedure sheath, a small amount of oozing occurred for which manual compression was performed for 5-10 minutes. Approximately 2 hours post procedure, the pt experienced a vagal/hypotensive episode that resolved within 2 minutes. Significant bilateral groin hematomas were observed. Surgical exploration of bilateral groin sites was performed. Inspection of the right arteriotomy (device#1) found the sutures were "snug" against the artery and there was no arterial leak. However, there was some capillary versus venous bleeding which was created with cautery. Ultrasound showed pulsatile blood flow at the left arteriotomy. Inspection of the left arteriotomy site (device#2) found small arterial "hole (3-4 french)". The opening was sutured and hemostasis was achieved. In addition the pt was transfused with 2 units of blood for a decreased hemoglobin post procedure. There was no adverse pt sequelae reported. Though requested no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device# 1 - prostar xl (part# 12322-02; lot# unk), is being filed under medwatch report# 2953144-2010-00017.